Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chronic driveline infection and was further evaluated through a chest computed tomography (CT). There was a concern for the infection into the thoracic cavity surrounding the pump. The patient was discharged on two weeks of intravenous vancomycin and cephalosporin. The patient was taken to the operating room for a pump explant on (B)(6) 2023 and then transitioned to extracorporeal membrane oxygenation. The cultures prior to explant were positive for staphylococcus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.